Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during inspection for use, the bronchovideoscope had an image not showing in scope. There was no patient involvement

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d9, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additional reportable malfunctions were identified: stains on the distal end and bending section cover, and the distal end cover was burned. Based on the results of the investigation, the reported event of no image was attributed to damage to the charge coupled device unit. The burnt distal end was attributed to stress related problems. The events are known inherent risks of the device, however, a definitive root cause could not be established. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.